Event description:
Healthcare professional reported via national breast implant registry (nbir) manufacturer registry specific data report (mrsdr) "capsular contracture, baker grade iii". This record is for the right side. Device was explanted.

Manufacturer narrative:
Follow-up is not possible with the national breast implant registry, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: "capsular contracture, baker grade iii". The reported event is a physiological complication, and device analysis typically does not help allergan determine the cause.